Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose was 136 mg/dl at the time of the incident. The costumer also states that the three pieces of entire pump chewed by the dog. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with physical damage due to dog chew marks. Unable to verify motor error alarm due to missing motor assembly at the insulin pump.